Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s spouse that the patient¿s blood glucose levels increased to 22 mmol/l (396 mg/dl) after approximately four hours of pod wear on the abdomen. The cannula was found to be folded and improperly inserted, lying flat against the skin rather than being inserted. The patient applied a new pod and successfully resumed therapy.